Event description:
It was reported by the customer that a pyxis anesthesia es system stopped responding and rebooted in the middle of a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted once the investigation process is complete.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the station's battery failure could have caused this malfunction. Fst verified the station's battery in a separate compliant file (B)(4) and could not find any issues. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d5, e2, e3, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure of the station's battery may have led to this malfunction. Consequently, a field service technician has been assigned to inspect the batteries of all pas stations related to case (B)(4). The technician logged in as cf support, initiated the hardware testing application, and assessed the battery's functionality. After disconnecting the battery, the technician verified that it was fully charged by checking the voltage. The device was then rebooted, and verified device was communicating properly. Finally, the field service technician powered the device off and on again to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system shut down in the middle of a procedure and woke up to windows updates. The anesthesiologist stated that the screen turned black. The customer stated that the machine was not rebooted or restarted. There were no adverse events or injuries reported based on this event.